Event description:
According to a maude event report (B)(4), if the gliderite rigid stylet is used during intubation with the recommended insertion technique, the pt could be placed at risk for injury. Review of literature showed a number of cases with an injury associated with the use of this product and technique. No other info was provided.